Event description:
It was reported that a patient presented with dislodgement noted via fluoroscopy on the left ventricular lead. Loss of capture was noted as a result. The lead was explanted and replaced on (B)(6) 2024, the patient was stable throughout.